Manufacturer narrative:
Product complaint # (B)(4). Batch # t5av10. Device evaluation summary: the analysis results found that the cdh25p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. The green check mark came on upon inserting the battery, but staples were still present in the device. Device was reset in the lab, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Per the condition of the sample received appears that device was fired during manufacturing process but not reset before reloading the staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, they were making the anastomosis with a cdh25p; the surgeon had decided to redo the anastomosis. He unpacked the stapler cdh25p to create a new anastomosis. The stapler was introduced normal: anvil was clicked on the point of the stapler (audible and tactile feedback), the compression was in the green range. He took the red safety button and wanted to fire. Nothing happened. No staples were fired and the knife didn¿t travel towards the anvil and didn¿t cut the tissue. The green check mark was fully green. I doublechecked of they saw a true green check or just reflecting light. But it was green as at the end of the firing sequences. They removed the battery and replaced it. Nothing happened. Eventually the removed the stapler and took a new one. They left the anvil of the stapler in the patient and fired another stapler. All went well. Patient is doing good and went home after 3 days.